Manufacturer narrative:
H4 updated. H6 updated. H10 updated: the customer reported that a scan reference shift was incorrect. The shift was caught by the user prior to treatment with a 2.7 in/inf shift. This should have been a 2.7 out/sup shift. The user went back to the scan and reference setup page in monaco and it stated 2.7 n/inf shift and not 2.7 out/sup shift. The user tried to recreate the erroneous shift but was unable to recreate the issue each time it shows the correct shift 2.7 out/sup shift. During in-house testing, elekta performed the customer's workflow but could not reproduce the problem of the wrong scan reference shift. The behaviour of the product observed during testing was consistent and worked as designed and intended. Elekta have been unable to reproduce this issue. This appears to be a one-time occurrence and the cause could not be established.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that a scan reference shift was incorrect.